Event description:
The customer reported the system failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The x-ray tube was replaced. The system was then found to be operating as intended.